Manufacturer narrative:
Batch review performed on 12 march 2019: lot 156230: (B)(4) items manufactured and released on 04-feb-2016. Expiration date: 2021-01-23. No anomalies found related to the problem. To date, (B)(6) items of this lot have already been sold without any other similar event reported.

Event description:
Revision surgery about 2 years and 4 months after primary due to loose stem. The surgeon revised the stem and the metal head. The surgery was completed successfully.